Manufacturer narrative:
An isi fse communicated with the site and had the customer connect to onsite to enable remote log reviews. The isi fse then called the isi tse to request a log review, which revealed that a queued device under test (dut) software packet was present. The packet was cancelled to resolve the reported issue. The isi fse was then dispatched to the customer site to further investigate the reported complaint. The reported complaint was not replicated during the on site evaluation as the packet had been cancelled. The isi fse booted the system up and confirmed that error 48307 had cleared after the dut packet was cancelled by the isi tse. The system started up with no errors. Both sscs had no errors on their touchpads after the reboot and there was no ssc touchpad flickering observed. The isi fse rebooted the system several more times and confirmed that no errors were present upon each restart. The isi fse also performed several test drives on the system and the error did occur during any testing. An isi fse checked the onsite connection and was able to connect to onsite through the vision side cart (vsc) port. The ethernet cable was connected to the site's labeled onsite port on the wall. The system was tested and verified as ready for use. A review of the site's system logs for the reported procedure date was conducted by the isi tse. The investigation revealed multiple instances of error 48307 pointing to both sscs. Further analysis revealed that a dut packet was present due to a double stack/installation of software. The most up-to-date software was installed during a previous field service visit and, at a later date when the system was connected to onsite, the same software was installed again, leading to the reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the system became inoperable after the start of a surgical procedure (first port incision) and led to the procedure being converted. Although no patient harm occurred, if this were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted paraesophageal hernia repair, the customer had a fault with a message ¿about cleaning the fiber cables.¿ the customer cleaned the fiber cables and restarted the system, which resolved the cable cleaning error, but error 48307 occurred a few minutes later. At this time, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse), who had the customer double check the fiber cables. The isi tse then walked the customer through the emergency power off (epo) process for the system to restart. The system came up normal following restart but faulted again after a few minutes with error 48307. Onsite logs were not available for live log analysis, but the customer emailed pictures of the logs for the isi tse¿s review. Error 48307 was pointing to a communication issue with one of the surgeon side consoles (ssc). The isi tse had the customer power down the system and disconnect the fiber cable from one of the sscs and the system came up normal. The isi tse stayed on the phone while the customer docked and targeted the system for procedure start while confirming no errors were present via phone confirmation. The customer then began the procedure. The customer later called back as the error returned several times after being clear for approximately 11 minutes. The surgeon indicated that the ssc touchpad was blanking out during procedure. The customer requested that an isi field service engineer (fse) be dispatched and they converted the procedure to a traditional laparoscopic approach. There was no reported patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.